Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the instrument was found fractured when the sales representative and surgical technician were setting up instruments for surgery. The device had reportedly been damaged in sterilization prior to the start of the surgery and had no involvement with the patient. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through visual inspection. Visual examination of the tibial stylus identified minor scratches ando ther marking consistent with use, however, no fracture or cracking was found. Examination of the patella trial confirmed that one of the pegs fractured. A device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.